Event description:
It was reported that the patient with this this implantable cardioverter defibrillator (ICD) system was unable to undergo magnetic resonance imaging (MRI) due to noise and high out of range shock impedance measurements observed on the non-boston scientific right ventricular (rv) lead. Therapy was noted to have been permanently disabled, and it was suspected that this action was due to the lead noise. No additional adverse patient effects were reported. This ICD remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.